Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date can not be determined. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteroscopy procedure performed in 2009. According to the complainant, a ureteral stent was placed in the pt 4 months earlier. When the pt came back for the stent removal, the physician found that the catheter has migrated up into the left ureter. The ureteroscopic removal of the catheter failed because the lower end of the catheter was impacted in the ureter mucosa. The pt underwent a ureterotomy for removal of the stent. The pt's condition at the conclusion of procedure was reported to be "stable".